Event description:
As reported by the edwards field clinical specialist, during a transaortic valve replacement (tavr) procedure a 23mm sapien transcatheter heart valve was implanted under rapid ventricular pacing (rvp), the valve moved aortic causing 2 + central aortic insufficiency (cai) and paravalvular leak. A second sapien valve was prepped and deployed just below the 1st valve under rvp. Unfortunately, the aortic insufficiency and paravalvular leak remained 2+. The delivery device was removed and the access site was closed surgically. Important detail the day of the procedure the annulus measured 23.4mm.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The device history record (DHR) review of the two possibly effected sapien valves ((B)(4)) showed both devices met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak and aortic insufficiency are known potential complication associated with the transcatheter valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven or bulky calcium, malposition of the valve, and /or valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, valve sizing, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, due to the limited information available, the exact causes of this event cannot be determined however, it is noted that the tee annular measurement was 23.4mm (sizing range for the 23mm sapien valve is 18-22mm )with unknown aortic valve calcification. Valve under-sizing is likely a contributing factor to this event. No further actions are required at this time.